Event description:
It was reported that the patient¿s caregiver expressed concern about hyperglycemia and subsequent glucose variability while using the ilet, noting repeated meal announcements when glucose did not decrease; device data showed time-in-range of 84.4 percent and the caller requested additional training. Symptoms included hyperglycemia and glucose fluctuations without injury. Outcomes included the need for user education and a referral to clinical support, with no medical intervention or hospitalization reported. Investigation included review of device-reported glucose metrics and user-reported use patterns. Investigation of this case revealed user technique concerns related to repeated meal announcements, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use pattern and technique rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.